Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and diabetic coma, with a blood glucose reading of 424 mg/dl. The customer stated that she was stressed over the hospitalization of her sister. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.